Event description:
Customer reported the insulin pump was not alarming when the reservoir was low or empty. Customer was assisted with setting up the low reservoir feature. Customer was advised to perform a displacement test and she declined. Customer stated she had found the reservoir empty at least 10 times with out alarm. Customer did not recall specific times, dates, or blood glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.